Event description:
Customer reported experiencing two alarms, alarm 2 followed by alarm 26, due to recurring occlusion issues with their insulin delivery system. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, thus avoiding any adverse impact. To resolve the issue, the customer successfully changed the infusion set and cartridge and resumed insulin delivery. Despite addressing the problem, customer expressed frustration with the repeated occlusion events and sought additional assistance from technical support.